Event description:
Patient reported pain in the right breast, deformation of the right device, capsular contracture on the right side (baker grade unknown), a rupture of the right device and feeling unwell. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of ** is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deformation of the right device, capsular contracture on the right side (baker grade unknown), a rupture of the right device and feeling unwell"